Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Log files show that the last time unit was connected with the main was on 03/05/2018. Customer also updated that the 24 v measurement is not available and no auto starting persists. Informed customer that we will send them a power supply under warranty.

Event description:
The customer reported that the device is intermittently turning off. The battery was replaced but the issue still persists. In addition, the power supply indicator is not glowing. There was no patient involvement in this reported event.